Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent removal surgery and closure of rectus fascia on (B)(6) 2008 during which the surgeon noted the mesh to be wadded up behind the umbilicus. Overlying peritoneum was opened and the mesh was very tediously dissected out. Removal of the mesh was quite difficult and ended up breaking two of the scissors during the process. All pieces of the mesh were removed. It was reported the patient experienced severe pain, chronic and acute, nerve damages, dense adhesions, scarring, bloating, constipation, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 2/3/2021.